Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1, b2, d4, h1, h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: (unknown which bone screw migrated). Zimmer bone screw cat#00625006520 lot#64580133. Zimmer bone screw cat#00625006520 lot#64536479. Biomet g7 shell cat#110010262 lot#6742931. Unknown stem. Unknown head. Unknown liner. Foreign report source: (B)(6). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00318. 0002648920 - 2020 - 00320.

Event description:
It was reported the patient underwent revision surgery from dislocation. After the surgery, it was noticed one of the screws had penetrated the shell while checking the radiograph. Attempts have been made and additional information on the reported event is unavailable at this time.